Event description:
It was confirmed the intended procedure was diagnostic. The procedure was extended for the retrieval about five minutes while the patient was under sedation (not general anesthesia) during the upper gastrointestinal endoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up. -reconfirmation of complaint event: as a result of confirmation the returned device, it was confirmed that the rear end of the distal cover was cracked. Due to the damage to the actual product, olympus were unable to reconfirmation it in combination with the scope. -operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). -type test: when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope cover came off during a diagnostic, endoscopic retrograde cholangiopancreatography. After the scope was removed from the patient, the physician noticed that the cover was missing. The doctor retrieved the cover from the duodenal bulb with another scope and grasping forceps and no additional procedures were necessary. It was stated that no mucosal damage occurred. There were no reports of patient harm. Patient identifier (B)(6) is for the evis lucera elite duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the cover was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.